Event description:
In 2006, kimberly clark received the following report, another country distributor of our mic percutaneous endoscopic gastrostomy (peg) feeding tube. Incident occurred in 2005. The tube was out of the stomach, in the abdominal wall. Patient exibited pain that increased during feeding. An intra abdominal abcess around bumper of the tube. Actions taken included a laparotomy, withdrawal of feeding tube, and removal of fluid from area. The patient died 48 hours after the laparotomy. Kimberly-clark has no first hand knowledge of the allegations, but is relaying the information received from outside sources pursuant to federal regulations product incident documented in kimberly-clark.

Manufacturer narrative:
Possible root cause - "buried bumper syndrome" or the migration of the internal bumper through or into the abdominal wall. The "information for use" that accompanies the device has the following warning: "after peg tube placement, proper positioning of the bumber against the gastric mucosa must be endoscopically verified. Tension on the peg tube should be avoided to minimize the risk of complications. Failure to comply with this above warning may result in pressure necrosis of the gastric mucosa with subsequent erosion, perforation and/or leakage of the gastric contents into peritoneum. Migration of the bumper into the stoma tract or embedding into the stomach wall may also occur over time." Corrective action - asept-in-med, the supplier to the hospital has met the surgeon in order to review the precautions to take for the product use and prevent as much as possible the complications associated with the migration of the internal bumper. A reminder of these precautions has also been addressed to the pharmacist.